Event description:
Customer reporting that image goes white but they manually decrease kv and get an image. No patient injury was reported.

Manufacturer narrative:
The service rep was able to intermittently duplicate the reported issue. After reseating all boards, the system is operating as intended at this time.